Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 500 to 600 mg/dl; cause was unknown. Bg was addressed via a correction bolus, and an infusion set change. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.